Manufacturer narrative:
H3. Analysis of the extension (s/n (B)(6)) found the proximal end of the extension had a broken conductor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: conclusion code updated per additional investigation activities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were elevated impedances during a stage two procedure. The provider tested several times and the values remained elevated. They attempted to disconnect and reconnect multiple times and tried to replace the extension but the issue was not resolved. The provider decided to use the extension, close, and follow-up after the case. The connectivity test failed to run successfully with all sensight components selected. The following impedance values were provided as: case/(B)(6) 2148 ohms case/(B)(6) 2807 ohms2/3 4199 ohms. During investigation, additional information received from the manufacturer¿s representative which was confirmed with the healthcare provider who reported no actions were taken to resolve the elevated impedances as they were going to follow up on the issue during the patient¿s first programming. Possible future actions was that by running more current through the system for a few minutes, the slightly elevated impedances would resolve.

Manufacturer narrative:
Concomitant medical products: product ID: b3400060, serial# (B)(4), product type: extension. Product ID: b3301542, serial# (B)(4), product type: lead. Product ID: b3400060, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(4), ubd: 19-aug-2023, UDI#: (B)(4); product ID: b3301542, serial/lot #: (B)(4), ubd: 01-sep-2023, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(4), ubd: 08-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.